Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a sudden loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
This report filed october 10, 2013.

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6), 2013, during the same surgery the patient was reimplanted with a new device.this report is filed july 9th 2013.